Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Visual inspection of the electrodes found an excessive amount of unshaven hair on the back pad. There was also damage to the electrodes, indicating that the pads were applied more than once. Retained samples of the same lot were subjected to testing and no discrepancies were observed. Analysis of reports of this type has not identified an increase in trend.